Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6127090 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot#6127090 is not applicable for review since the issue is customer related. Investigation methods/results: product returned does not match size reported. (Measures hahn/ht 3.5x11.5). The device was returned but not in original package or the device reported. The implant was not verified to be a hahn tapered implant ø3.4 x 13 mm (70-1154-imp0007) using radiographic template (pk-209-062515). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode as a different product was returned. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of periodontitis. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." The manufacturer internal reference number is: (B)(4).

Event description:
On 09/12/2025, a report was submitted via email by a patient stating that on (B)(6) 2025, clavicle surgery was performed. During the procedure, an ar-2652cr clavicle fracture plate was implanted. Eleven weeks post-operative, the plate failed near a slotted screw hole. No fall or accident was reported prior to the failure. Revision surgery was performed to remove the plate. No further information was provided. Additional information has been received on 9/17/2025: the patient underwent revision surgery on (B)(6) 2025, during which seven screws and the plate were explanted. Although new products were used, the patient is unsure whether the implants were manufactured by arthrex. Prior to the revision, the patient reported no pain or symptoms and had full use of the shoulder. The surgeon had cleared the patient for physical therapy and light exercise before the plate failure occurred. Both the initial and revision procedures were performed by the same surgeon at the same facility.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One ar-2652cr clavicle fracture plate, central third, right, ss, batch 14980300 was received for investigation. Visual inspection revealed that the plate was fractured at the center oblong hole. Additionally, the threads inside the holes along the plate showed damage, likely resulting from the implantation and explantation processes. The device also exhibited chipping and surface wear consistent with these procedures. Functional testing confirmed that the plate threads were damaged; however, no issues were observed with inserting the screws into the plate holes. The reported failure is most likely associated with patient-specific factors. Potential contributors may include anatomical differences, unsupported stress, weight-bearing, deviation from the physician¿s prescribed post-operative care instructions, and sudden falls, which could lead to excessive stress concentrations at the slotted screw hole and subsequent plate breakage. Complaint allegation: the plate fracture is confirmed. Refer to the investigation photos.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2652cr, clavicle fracture plate, central third, right, with batch number 14980300, revealed that the device was broken. Therefore, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event due to implant breakage occurring 11 weeks post-operatively. Per dfu-0192-eo revision 8: "postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.